Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a segment of the conductor wire dislodged from the grip tang routing groove. A loop of the wire was observed protruding above the outer surface of the main tube, with localized insulation damage at the displaced section. The protruding wire interferes with normal grip articulation, resulting in non-smooth gripping motion. The wire insulation was damaged and the internal conductor wires were exposed, and the instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the force bipolar instrument broke. The customer was grabbing tissue and then realized that the instrument wouldn't work. They noticed it was broken and unable to straighten, so they had to pull the instrument and trocar out together. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon wanted to grab tissue, which is when it was noticed that it was broken. It was not on any tissue. They couldn't get the part that was "sticking" up to be flush to be able to get the instrument out. The trocar and instrument were pulled out at the same time. There was not a bigger incision made. Once it was off the field, it was able to push back together to get it out of the trocar.